Manufacturer narrative:
The swan ganz bipolar pacing catheter was received for product evaluation. The reported issue was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. The catheter body was cut down and it was found that the proximal lead wire was broken at 2.7 cm from the catheter tip. The catheter balloon was found to inflate clear and concentric with 1.3 cc of air and remained inflated for more than 5 minutes without leakage. There was no visible damage or defect observed from the balloon, windings, catheter body and syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As per manufacturing process, the units go through a delamination inspection of the bifilar nickel magnet wire and the insertion of the wire into the catheter tube which include the stripping process of the wire and a final continuity test is performed. The instructions for use state, test the thermistor's electrical continuity before insertion. Connect the catheter to the cardiac output computer and check for a catheter fault (cat). Precaution, it is possible to stretch the body of the catheter and cause the internal thermistor wires to detach, thereby breaking the circuit. Be certain that the techniques of testing and cleaning do not include a procedure that would stretch the catheter, by forceful wiping or stretching of the catheter. Although the reported event was confirmed by product evaluation, there is no evidence that supports or confirms that the failure mode is associated to a manufacturing or design defect based on the available information. The review also did not identify any edwards related defect that may have contributed to the complaint. The device history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
The device has been requested to be returned but has not yet arrived. Once it has arrived and is evaluated the findings will be sent in a supplemental submission. The device history record review is pending and when those results are available they will be included in a supplement submission.

Event description:
It was reported that the swan ganz bipolar pacing catheter did not pace from the beginning of use. The clinician replaced the suspect catheter for a different one and then was able to continue as the replacement worked as intended. The type of patient procedure is unknown. Patient demographic information was requested but is unavailable. There was no patient injury reported.